Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) and oversensing noise on stored electrograms (egm). Additionally noted was suspected atrial undersensing on the right atrial (ra) lead on stored egm's. Follow up was conducted and no reprogramming has been completed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.